Event description:
It was reported the patient experienced a shocking sensation when she turned on her neurostimulator. The patient was implanted in 2007. The patient was unable to use her stimulator due to some other medical conditions that came up. In may, the patient was going to begin using the stimulation device again. When it was turned on the patient received a jolt. After adjusting the device, the patient could then feel comfortable stimulation but it was in the wrong location. The patient had exposed to various medical imaging devices while being treated for her illnesses. It is unknown if emi reset the programming of the device. It was later reported the patient saw their hcp and reportedly surgery was needed to fix the problem. Additional information received indicated the patient was experiencing a lack of effect from the device and a return of pain symptoms. Reprogramming was attempted in 2008. The ins battery was expired. The ins was replaced about 17 days later. There was no injury to the patient. Following the replacement the patient was having no problem with the system.

Manufacturer narrative:
See scanned page.